Event description:
During removal of the catheter, it was noted to have separated just distal to the 10cm marking band. An x-ray was taken, and no indwelling piece was visualized. It should be noted that a crna student removed that catheter, and failed to follow hospital protocol which called for notification of an attending anesthesiologist if a problem in catheter removal was encountered. There were no patient complications.